Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, injector on the lens when she was inserting it pierced the posterior chamber. Then the lens was removed. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).